Event description:
The customer reported that the system displayed a files corrupted error message and shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded and the ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.